Event description:
Rptr states a new bag of morphine (2000 mg/100 cc d5w) was hung with new tubing which was primed of all air with new setting on pump. Settings were basal rate of 46 mg/hr, bolus dose of 12 mg every 20 mins plus a one hr volume limit of 82 mg/hr, concentration 20 mg/ml, lock out of 20 mins, total volume limit of 1999 mg, near end alarm of 6, and lock level of one. The device was programmed by rn, confirmed by lpn, and by chance, by sales rep in the office at the time. Settings were reconfirmed again during visit prior to start of infusion by rn and lpn. It was hooked up to a central line. At 7:00 pm, during a skilled nursing visit it was noted that the total volume delivered was shown to be 34 mg/hr, but the reservoir was almost empty. The pt was having spasms and was noncommunicative. The IV was stopped and the dr was notified. Three hrs later the pt was responsive and morphine was resumed. The product was tested by rptr's pharmacy for malfunction. The medical device performed as it was supposed to and as it was programmed. Rptr is reporting the above as further follow up is being done by the hosp.